Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely an external force applied to the distal end of the device produced a black shadow in the image due to sound loss. Scratches in the acoustic lens are also likely to have occurred due to the external force applied. There are directions in the instructions for use that can prevented the event: "important information ¿ please read before use: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device referenced in this report was received by olympus for physical evaluation. Multiple broken elements were noted in the ultrasound image. A leak was identified from the instrument channel, a deep cut was found on the probe unit, a broken strand seen in the bending section mesh, and low tension in the angulation was observed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera ii ultrasound gastrovideoscope for an unspecified procedure, there was a compromised image described as black lines appearing in the eus image. There was no patient contact/impact.